Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was inspected on site by a qualified baxter technician. The reported problem was confirmed. The cause could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction : serial number (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this device. The device was has not been available for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before treatment with prismaflex control unit, the machine tipped over and the back panel opened. There was no patient involvement. No additional information is available.